Event description:
Through a medwatch report, a user facility reported that the delivery system cartridge was loaded incorrectly resulting in the intraocular lens being delivered in the wrong position. The surgeon rotated the lens and the pt had a zonular dehiscence. One week later, an anterior vitrectomy was performed and the iol was exchanged. The report also indicated that a hospital investigation was conducted and identified issues related to incident; the surgical tech who loaded the iol cartridge was re-educated and a review of the iol delivery system was scheduled for all day surgery staff. It was reported that the pt is "doing well" and has good vision. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No contact info was provided; therefore, no f/u could be conducted. (B)(4).